Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2 and h11. Additional information: it was reported that the wire could be visualized to have excessive wire pressure throughout the procedure with the stiff section in contact with the ventricle throughout the procedure. Additionally, the patient is doing well and was discharged. After internal review of procedural tee/fluoroscopy, there is evidence of a right ventricle perforation, and a large pericardial effusion during the deployment of the 44 mm evoque valve. After initial release, fluoroscopy shows the guidewire advancing suddenly into the right ventricular apex with evidence of wire tension. On echo, there is evidence of a perforation at the rv apex. The evoque valve appears deployed in a stable and adequate position. The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in germany, edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. After successful valve implantation, while retracting the delivery system (ds), the guidewire was unintentionally pushed resulting in an apex perforation. The initial wire placement was posterior to lateral papillary muscle. The echo physician noticed a pericardial effusion and anesthesiology noticed direct loss of blood pressure. Pericardial synthesis and administration of anticoagulants were started. Since the pericardial effusion clotted, it was decided to proceed with open heart surgery. The ruptured apex was successfully sutured and a pacing wire was attached outside on the apex in case pacing is needed during next days. In case that no conduction disturbances occur, wire will be removed after 4 days. Patient was on ICU under stable conditions.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6, and h11. Additional type of investigation codes that were unable to be added in h6: analysis of images. Labelling review. The complaint for delivery system and/or guidewire perforation of atrial/ventricular wall was confirmed with objective evidence. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The available information indicates that excessive guidewire pressure with wire maneuvering during delivery system manipulation was the most likely root cause of the right ventricular perforation. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.